Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 106 mg/dl. The customer was that over last 3 weeks had low in the 40's mg/dl and when she awoke she have headaches as she had today. The customer stated that she was shaking, weakness, and fatigue, and anxiety. The customer was advised to disconnect with the insulin pump. After the troubleshooting was done, customer was advised to speak with their healthcare provider regarding the low blood glucose. The customer was advised to monitor the pump. The customer received assistance with troubleshoot low blood glucose and sensor issues.